Manufacturer narrative:
Product ID: 309328, lot# b0367832k, implanted: (B)(6) 2005, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported that the patient had a superficial wound infection lateral aspect of the device scar. The patient was put on an antibiotic therapy. Additional information received reported that there was no discharge for over a week. The patient was on clarithromycin for two days and then stopped due to the side effects. Additional information received reported that the patient had pain at the implant site/device pocket and analgesia. The patient status was unobtainable.